Event description:
It was reported that the patient presented for follow-up. It was noted that the patient received a shock due to noise. A slight increase in capture threshold was found; lead fracture suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.